Event description:
On three occasions, the end of the catheters became charred on the end during usage. One required premature abortion of the procedure. The sheath and catheter had to be removed at the same time.